Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the ins was still taking a long time to charge. The patient was led through changes on their monitor and helped speed up the time initially. However, it was still slow to recharge.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced several issues related to charging. The patient reported trouble with the charger, the implant taking a long time to charge, not holding a charge, and the battery running down quickly, necessitating charging every other day. Additionally, the ins was depleting and required charging, with slow progress from 30% to 50% charge over 3-4 hours, and a prolonged duration on the "looking for a device" screen. Troubleshooting steps included removing the battery pack, plugging the controller into the ac power supply cord, and confirming the controller powered on. The patient confirmed no damage to the equipment and reconnected the recharger, confirming recharging was excellent with the implant at 50% and the controller at 70%. The implant increased to 60% during the call. The agent reviewed the situation with the patient, confirming everything appeared to be working as intended, and advised monitoring the issue and calling back if it persisted. The troubleshooting steps taken resolved the issue.